Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos and one video were provided for review. Photo and video show the catheter and physician holding the catheter. Blood residues were noted on the deice. Partial break was noted on the catheter. Leak was cascading event due to partial break. Therefore, the investigation is confirmed for the reported fracture and leak issue. However, the investigation is inconclusive for the reported poor blood withdrawal issue as provided evidence are not sufficient and exact circumstances at the time of the reported event cannot be verified from the provided photo and video. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp, with the catheter inserted via the axillary vein and the port placed on the right chest wall. Seven months and five days post the procedure on (B)(6) 2025, during routine maintenance, swelling was observed in the subcutaneous tissue near the port site. The port was subsequently removed, and it was found that the catheter had ruptured and was leaking. Additionally, poor blood withdrawal was noted. A new port was placed following the removal. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure using the powerport m.r.I. Isp with the catheter inserted via the axillary vein and the port placed on the right chest wall. 7 months and 5 days post procedure, during routine maintenance, swelling was observed in the subcutaneous tissue near the port site. The port was subsequently removed, and it was found that the catheter had ruptured and was leaking. Additionally, poor blood withdrawal was noted. A new port was placed following the removal.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.